Event description:
It was reported that the gauge needle did not move during inflation. The moderately tortuous and mildly calcified lesion was located within a shunt in an unspecified vessel. An encore balloon catheter inflation device was selected and used to inflate a mustang balloon catheter. During inflation, it was noted that the gauge needle did not move while applying pressure from the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).